Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons required very hard presses or multiple presses to respond and polarization on pump screen when in sunlight affecting visibility. It was reported that the insulin shoots and squirts out of infusion set during priming and unexplained no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device display properly and no anomaly noted. Device had unresponsive buttons due to flattened (creased) act and up buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm, prime/fill anomaly due to unresponsive button. Device had cracked battery tube threads. (B)(4).